Event description:
Account stated the staff alleged the bed had unintentional movement. No injury reported. Bed is out of service.

Manufacturer narrative:
Account tested the bed and could not duplicate the issue. Account did not want a follow up regarding this issue.